Event description:
It was reported that outside of surgery, the device did not have enough power to operate. The device could be turned on but at a lower speed due to a defective motor. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were out of specification on the low end. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: china.

Event description:
It was reported that pre-operation, the device did not have enough power to operate. There was no patient involvement. Due diligence is in process and there is no additional information available. There was no adverse event associated with this malfunction.